Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced significant weight loss which led to implantable pulse generator (ipg) migration resulting in discomfort and difficulty charging. As a result, the patient underwent a revision procedure wherein the ipg was replaced and the pocket revised. The patient did well postoperatively. The device was not returned by the facility; therefore, physical analysis could not be completed.

Manufacturer narrative:
Correction to the MDR in e1. The device was not returned to boston scientific for analysis. A labeling review did not reveal any anomalies as it states: system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control, over time, the stimulator may move from its original position and, persistent pain at the ipg or lead site, are known risks with the use of spinal cord stimulation (scs). While labeling confirms that ipg migration, discomfort, and charging difficulties are known risks associated with the use of a spinal cord stimulation (scs) system, the reported patient weight loss was considered a contributing factor to the event. Review of the device history record did not identify any manufacturing deviations that could have contributed to the reported event. Therefore, this investigation is assigned a probable cause of adverse event related to patient condition. B3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced significant weight loss which led to implantable pulse generator (ipg) migration resulting in discomfort and difficulty charging. As a result, the patient underwent a revision procedure wherein the ipg was replaced and the pocket revised. The patient did well postoperatively. The device was not returned by the facility; therefore, physical analysis could not be completed.